Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the device provided anti-tachycardia pacing due to lead noise and that the lead noise inhibited pacing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were oversensing episodes observed on the right ventricular (rv) lead due with noise. The patient is reported as having had pauses of up to six seconds. A chest xray was performed and it was noted that the pin of the lead was not fully advanced in the header. It was further reported that anti-tachycardia pacing was delivered during episode of noise. A pocket revision was performed and the set screw was tightened. It was noted that the noise was reproducible with manipulation of the set screw. Additional information received reported that approximately one month post revision, the rv lead impedance increased, noise continued and a fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.